Event description:
It was reported that on (B)(6) 2024, a 4mm by 4mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue low profile catheter. During procedure, the physician attempted to release the device, but the device would not lock into the cable to allow the cable to turn in unison with the device. The device was released from the cable by utilizing a hemostat to turn the cable. The device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovering.

Manufacturer narrative:
An event of device difficult to setup (failure to connect) was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. No anomalies were found. In addition, the coil on the delivery wire was noted to contained a small deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 4mm by 4mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue low profile catheter. During procedure, the physician attempted to release the device, but the device would not lock into the cable to allow the cable to turn in unison with the device. The device was released from the cable by utilizing a hemostat to turn the cable. The device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovering.